Event description:
Customer reported to beckman coulter, inc. (Bec) that na (sodium) and k (potassium) qc (quality control) were shifting high on the unicel dxc 600 synchron system. Customer reported that they observed a greenish /gray bacterial or fibrin growth in the flowcell. Customer reported that four erroneous k and na results have been reported out of the laboratory. Customer reported that the results were corrected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) decontaminated the ion selective electrode system and verified performance.